Event description:
Patient reported ¿intracapsular rupture aspect on the right side¿. Healthcare professional reported right side capsular contracture baker grade ii. Patient also reported ¿presence of two small micronodular enhancements on the right 12 o'clock¿, which is not device-related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, g.2, h.6.

Event description:
Patient¿s legal representative, reporting ¿defective device, extremely painful on the right side¿, ¿rupture with product leak which generated extreme pain, forcing the patient to have the device removed and replaced¿ (see attached). MRI and ultrasound have been performed. Device has been explanted.